Event description:
A healthcare facility in (B)(6) reported to a fisher and paykel healthcare (fph) rep that condensation was observed in an rt235 infant dual-heated evaqua breathing circuit. There was no pt consequence.

Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for testing. We will provide a follow-up report upon receipt of the device and completion of our investigation.